Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone), bupivacaine, and clonidine via an implantable pump for non-malignant pain/leg/back pain indications for use. The patient reported that they went to the doctor¿s office on tuesday and the doctor¿s office told them they were not taking her insurance any longer and could not refill her pump. The patient stated they could not be able to find a healthcare provider to refill her pump before her alarm date. The patient stated that in 2014 the pump line broke and they went into withdrawals, and they did not want to go into withdrawal again. The agent reviewed physician listing and emailed physician listing. Additional information was provided from a consumer stated that the catheter was damaged in 2014. The physician shut down the pump for unknown reasons. The patient had withdrawal due to catheter damage. They could not recall the serial number of the catheter that was damaged. No further information.